Event description:
During an in-clinic follow-up, episodes of undersensing were noted on the device. Prior to the follow-up, r-wave amplitude variability had already been observed on the device since initial implant. No intervention was performed at this time. The patient was stable and will continue to be monitored.